Event description:
The MFR received info alleging a "service required" alarm condition occurred. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center, the technician confirmed the presence of this message in the event log. The ventilator's internal battery was replaced to address this issue.